Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 10.5 cm from the connector pin due to friction with another implanted device.

Event description:
It was reported that the lead insulation was damaged and the patient received inappropriate therapy. It was suspected that the patient was shocked due to friction between the exposed lead coil and implantable cardioverter defibrillator can causing the can -to blow-. The lead was explanted.